Event description:
The manufacturer received information alleging a ventilator inoperative alarm that occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative alarm that occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's circuit board needs to be replaced to address the issue. Additionally, the device's air inlet foam filter needs to be changed due to preventive maintenance.